Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he kept receiving no delivery alarms. The insulin pump alarmed no delivery after troubleshooting. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during our testing. However, the insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at the reservoir tube window corners and missing the end cap sticker.